Manufacturer narrative:
Manufacture date updated because product was returned.

Manufacturer narrative:
The adaptiveclean brush head is an accessory to diamondclean power toothbrushes.

Event description:
Consumer complained that bristles fell out in their mouth while brushing. The customer did not receive medical attention.